Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verio meter was displaying an unknown issue. The patient reported after trying many test strips, she was unable to obtain a reading. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the lfs product caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (03/11/2014).the patient¿s meter has been returned and evaluated by lifescan product analysis on 2/3/2014 and 2/27/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (01/27/2014)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 1/10/2014 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.